Manufacturer narrative:
The pump was received, with a blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. And the dat, due to blank display. The pump was received, with a shifted battery tube. The pump was cut open and the battery tube was repositioned. The pump was able to power up. Then, the pump was able to pass the sleep current measurement, active current measurement and self test. Blank display was confirmed, due to shifted battery tube. The following were noted, during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, broken belt clip rail with the customer applied adhesive to the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. After repositioning the battery tube and the pump was able to power up. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted, on the original battery cap. Unable to verify, bolus delivery, source of boluses delivered. Daily total of all insulin delivered and any alarms/suspends for event date (B)(6) 2024, due to no data available in the pump history file on the primary svn (B)(6). Unable to perform the history review 1 week, prior to the event date (B)(6) 2024, in the pump history file, due to no data available on the primary svn (B)(6). Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file on svn (B)(6). 04/23/2024, 22:33:50.000, alarm alert notification: fault number = no delivery (7), during bolus. 04/24/2024, 20:00:20.000, alarm alert notification: fault number = no delivery (7), during bolus. 04/24/2024, 20:02:40.000, alarm alert notification: fault number = no delivery (7), during bolus. 04/24/2024, 20:04:22.000, alarm alert notification: fault number = no delivery (7), during bolus. 04/24/2024, 20:05:56.000, alarm alert notification: fault number = no delivery (7), during bolus. 04/24/2024, 21:37:54.000, alarm alert notification: fault number = no delivery (7), during bolus. 04/25/2024, 09:40:09.000, alarm alert notification: fault number = battery removed (84). 04/25/2024, 09:50:00.000, alarm alert notification: fault number = battery removed (84). 04/25/2024, 09:51:03.000, alarm alert notification: fault number = trace check error (68) 04/25/2024, 09:51:03.000, alarm alert notification: fault number = history pointers bad alert (49). 04/25/2024, 09:52:30.000, alarm alert notification: fault number = history pointers bad alert (49). 04/25/2024, 09:52:51.000, alarm alert notification: fault number = post-reset ram crc alarm (23). 04/25/2024, 09:53:28.000, alarm alert notification: fault number = batt out limit (6). 04/25/2024, 09:53:39.000, alarm alert notification: fault number = batt out limit (6). Unable to test for insulin flow blocked alarm/no delivery alarm, due to blank display. Pump error 68, pump error 49, pump error 23 alarm and battery out limit alarm were expected, since the pump's time reset, after the battery was removed for more than 10 minutes. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No delivery (7): unknown. Pump error 68: not confirmed. Pump error 49: not confirmed. Pump error 23: not confirmed. Batt out limit (6): not confirmed. Unable to perform the functional test, due to blank display. Blank display was confirmed, due to shifted battery tube. Battery cap damage was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported appropriate term / code not available treated with hospitalization: overnight stay. The event involved product(s) mmt-1715kl. The troubleshooting was not performed. It was unknown whether the insulin pump was used within 48 hours and unknown whether the auto mode/smart guard feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1715kl.